Event description:
It was reported that the expiratory valve coil had a broken wiring. There was no patient involvement. (B)(4).

Manufacturer narrative:
A service engineer has been on site and replaced the expiratory valve coil. The replaced part has been reported for investigation but not yet received. A supplemental MDR report will be sent when the investigation is completed. (B)(4).